Event description:
A 6f angio-seal cip was deployed in a right femoral artery puncture. Deployment was normal and without event. The pt was discharged with no issues. The following day the pt presented to the emergency room with oozing from the groin and a hematoma. Pt was readmitted and an ultrasound was performed. No intervention was required, just bed rest. The pt was listed as stable and was discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.